Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with right ventricular (rv) lead had an atrial arrhythmia burden alert. Presenting electrogram (egm) showed atrial arrhythmia was in progress with oversensing of signals on the ventricular channel. Battery status is fine and lead measurements were satisfactory. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device had an atrial arrhythmia burden alert of greater than 24 hours. Presenting electrogram (egm) showed atrial arrhythmia episode was in progress. This lead remains in service and no adverse patient effects were reported.